Event description:
It was reported that a venaseal closure system was used for treatment of the right and left great saphenous veins, with a treated vein length of 33 cm and approximately 3.2 ml of adhesive used, and that an initial bilateral hypersensitivity reaction occurred days after the procedure along the treated vein segments greater than 5 cm from the access site. Faint redness and welts were reported initially, followed by worsening rash, itching, skin inflammation, skin irritation, skin discoloration, pain, and swelling along the bilateral treated vein segments. The allergic reaction was treated medically with antihistamines, famotidine, and methylprednisolone, including a second round of methylprednisolone with the dose increased back to 24 mg daily due to worsening of symptoms during steroid tapering. The event was reported as ongoing, and the device remained implanted.

Manufacturer narrative:
Image analysis two images were provided for evaluation. Skin inflammation, skin irritation, skin discoloration can be observed on the patience leg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.